Manufacturer narrative:
Information was received on 1-mar-2021 indicating that the leak occurred during infusion. The ICU nurse was able to find an extension set that did not leak. The infusion was not life-sustaining, it was for a ventilated and medically paralyzed patient.

Event description:
It was reported the device leaked at the y site area. No adverse effects reported to patient.